Event description:
It was reported that the patient passed away while sleeping. The device was interrogated prior to being explanted from the patient. An episode of ventricular fibrillation was observed. The physician did not yet rule out whether the device provided appropriate high voltage therapy in response to the arrhythmia or not. Based on the information provided, it is unknown whether or not the patient passed away due to the inadequate high voltage therapy or due to other or natural causes. The device will be returned for analysis. Further information was requested, but not yet received.

Manufacturer narrative:
The reported event of failure to shock was not confirmed. A visual inspection of the device revealed no anomalies that could contribute to the reported event. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and revealed to be normal.